Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the patient was scheduled to undergo a myocardial scintigraphy and their betablocker was stopped for two days; this led to atrial fibrillation/atrial tachycardia (at/af) for which the patient received the appropriate shock. The patient received atrial ablation and there have been no further events. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the patient was scheduled to undergo a myocardial scintigraphy and their betablocker was stopped for two days; this led to atrial fibrillation/atrial tachycardia (at/af) for which the patient received the appropriate shock. The patient received atrial ablation and there have been no further events. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family as a model approved for use in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.